Event description:
It was reported that the patient presented to the emergency room for an audible alert. The device had been alarming for high right ventricular (rv) lead impedance. The sensing integrity count (sic) had increased and the threshold was elevated. The data suggested a possible pending lead fracture and a fluoroscopy image showed a very sharp bend near the proximal end of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analysis found that the distal conductor was fractured. The defibrillator conductor was distorted. There was blood/body fluid on the outer tubing overlay. The outer tubing overlay was melted, had cosmetic environmental stress cracking and was breached cut. The outer insulation had a cosmetic depression. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.